Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing a steady increase in shock impedance. At this time the value is high, out of range and continues rising. It was recommended to revise the rv lead if the values continued rising. The rv lead remains in service at this time. No adverse patient effects were reported.